Event description:
It was reported that during surgery the 7.0 compression screw drill was found having high eccentricity while being used, it appeared to be bad connection so it was removed and attached to the jacob's chuck around three times but the malfunction continued. Then it was changed for another drill (competitor device) and the surgery was completed. No harm to patient. 10 minutes delay. After the surgery, the sale rep checked the device and found the device was bent. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from japan reports that a compression screw drill malfunctioned and was found to be bent. The drill was replaced with a back-up and the procedure was completed. There was a delay of 10 minutes and no harm to the patient was reported. What bent the drill is unknown at this time. Smith and nephew has not received adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Possible probable cause could include but not limited the user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. Internal complaint reference number: (B)(4).